Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's wife is speaking on behalf of the customer. The customer's expected fasting blood glucose test result range is 125 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer also notices that his true result meter is reading differently than the meter that is used at his doctor's office.